Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "haven't been feeling best and is feeling tired". The implantable pulse generator (ipg) was reprogrammed (the patient reported that they "changed the parameters back to previous settings without issues") and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was confirmed.